Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving an inappropriate shock. Upon interrogation, the device was found to be in backup vvi. Device replacement was recommended.